Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient sustaining impact to the head which resulted in open circuit electrodes and poor sound quality. The patient was reimplanted with a new device on the same date.